Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018. Customer¿s blood glucose was 280 mg/dl at the time of hospitalization. Customer suffered from the symptoms like not feeling good. Customer also complain for blank display. Customer was wearing an insulin pump at the time of hospitalization. The product will return for the analysis.